Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted to treat a lesion. Cec adjudicated that the patient suffered non-q-wave mi (target vessel).

Manufacturer narrative:
Additional information: patient weight is provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: index procedure was prompted by evidence of ischemia and unstable angina. Patient had a medical history of hypertension during the index procedure, one resolute onyx des was implanted in the lad. If information is provided in the future, a supplemental report will be issued.